Manufacturer narrative:
Submit date: 2018-01-26. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump's lcd is faulty. After follow up request for more information on 2018-01-25 the customer states the lcd was darkening with lines obscuring content, the display is illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿lcd was darkening with lines obscuring content, the display is illegible¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.